Manufacturer narrative:
Device evaluation: a mz1000 product was not available for investigation of pr 11918747; the lot number was unavailable. The feedback provided by the customer states that, "when disconnecting from maxzero needle free connector blood squirted out onto the nurse." Further information from the customer has stated that when the luer connection was disconnected blood squirted from the distal end of the maxzero needle free connector and no damages were observed with the product. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector leaked. The following information was provided by the initial reporter: nurse was taking blood from a patient. When disconnecting from maxzero needle free connector blood squirted out onto the nurse. Additional information received from the customer: please confirm the exact location of the leakage. When the luer connection was disconnected blood squirted from the distal end of the maxzero needle free connector. Please confirm if there is any patient impact? Nil did the event interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient. If yes, please provide details. No describe any signs, symptoms, and/or complications the patient experienced. Describe how it was treated and the patient outcome (if not already discussed or reported). None please confirm the make and model of the connecting products. Also, please confirm the type of connection (e.g. Luer lock or luer slip)? Luer connection please confirm if there are any visible defects i.e., cracks, flashes, kinks? None described. Please return the affected product(s) (with its original packaging if possible) for investigation. ¿ none are available.